Event description:
Clinical rationale: an impella 5.5 device was inserted via the right subclavian artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, renal insufficiency and gastrointestinal bleed (gi bleed), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage d shock, and on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. An initial impella cp was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci) of the left main artery (lm), the left anterior descending artery (lad), and the left circumflex artery (lcx). The impella cp device was removed, and an impella 5.5 device was then inserted for escalation of therapy. While in the intensive care unit (ICU), the patient was on bivalirudin for which was turned off frequently for gi bleeding. There were times where the impella needed to be repositioned due to malposition towards the mitral valve. The flows were increased and decreased multiple times over the last four days. The patient had multiple episodes of ventricular tachycardia (vt) arrests and was in vt storm while on support. The plasma free hemoglobin was 133 and increased to 442. The lactate dehydrogenase (ldh) increased from 722 to 2026. Four units of packed red blood cells (prbcs) were transfused for a hemoglobin of 5.7. The ventricular assist device (vad) engineer noticed a change in the left ventricle (lv) placement signal and motor current without any changes to the patient¿s flows. A bedside echo showed the impella at 3.3 cm from the aortic valve. The medical team did not see a clot on the impella or in the lv, so they started thinking hemolysis and made the decision for the impella to be exchanged. In the operating room (or), while removing the impella 5.5, access site bleeding was noted, which required blood products to be given. Two pieces of tissue were also noted to be on the outflow of the impella's cannula. A new impella 5.5 was inserted into the left side. The post-procedure outcome is survived at explant. While hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU), ECMO can also be attributed to these complications. However, these complications are likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thrombosis/tachycardia: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Major bleed / access site adverse event: the cause of the product damage issue could not be determined without the returned product for investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. Patient device interaction problem: the cause of the device interaction issue could not be determined without the returned product for investigation and sufficient clinical details.